Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a tcar procedure, a dissection with extravasation was noted in the distal internal carotid artery after advancing the 0.014" guidewire. The user elected to close the arteriotomy and transport the patient to nir, where a tf-cas was performed.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a tcar procedure, a dissection with extravasation was noted in the distal internal carotid artery after advancing the 0.014" guidewire. The user elected to close the arteriotomy and transport the patient to nir, where a tf-cas was performed.